Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to charge ipg due to ipg being unable to connect to charger, and patients ipg became unable to communicate with external devices. Also, patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted and replaced to address the issue.